Event description:
It was reported that the sterile water could not be drained from the foley catheter when tried to remove it after 10 days of placement. There was some resistance and the patient experienced pain. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be drained from the foley catheter when tried to remove it after 10 days of placement. There was some resistance and the patient experienced pain. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The first photo sample shows the overview of the silicone foley catheter with the temp cable cut off and syringe. The second photo shows the catheter balloon. The third photo shows the inflation valve and the drainage funnel. The fourth photo shows a paper with information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection of the sample noted that the temperature cable was cut off. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the balloon inflated properly with no issues. With the (in-house) syringe attached the balloon deflated balloon passively in under 5 minutes: 3 minutes and 3 seconds with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A DHR review did not show any problems or conditions. As the reported event was unconfirmed a labeling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.